Event description:
Info received indicates pump experienced error code 45.

Manufacturer narrative:
Device was not returned. Reference recall number z-1870-2011. This MDR is being sent as part of a retrospective review for reportability.